Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, ok, and contrast keypad buttons were under responsive to user presses. Evidence of moisture ingress was also allegedly visible in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: during a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly to user presses. The keypad cover was removed, and no contamination was found under any button contacts. Evidence of moisture ingress was found in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was found. Unrelated to the complaint, the casing was cracked near the display, and the battery compartment was also cracked. A battery cap was not returned with the pump; a test cap was used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.